Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was being performed when the issue occurred and was completed by restarting the system with a delay of less than 20 minutes. Customer reported to philips that the l-arm and table performed uncommanded movement. The philips field service engineer (fse) visited system onsite and performed troubleshooting, however, could not replicate the issue. The fse confirmed that there was no issue related to l-arm and table performing abnormal or uncommanded movements. The system was working as intended and ready for clinical use. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's l-arm and table performed uncommanded movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.